Manufacturer narrative:
(B)(4). The handpiece was received with the nose cone cracked. In addition, coating material of the housing was flaking off. The loose particles on the surface are aluminum oxide from the base material. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor.

Event description:
It was reported by the customer that sterile processing found the hand piece housing to have chips in it. It was not cracked or broken open. There was no procedure involved. No patient consequence was reported.